Event description:
It was reported that bd phaseal optima injector (n40-o) separated from the mating component. The following information was provided by the initial reporter "  the locking injector (n40-o) became disconnected during a home infusion. When the patient tried pushing the n40-o and c35-o back together to continue the infusion the two pieces would not stay together."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-15. H6: investigation summary samples for investigation have been received from one n40-o and one c35-o with unknown lot and decontaminated samples. After visual inspection and fixation/detachment test of the samples received, no anomalies or damage were observed. A review of the device history could not be performed because the lot is unknown. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and there is no damage to the product. Based on the quality team's investigation, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that bd phaseal optima injector (n40-o) separated from the mating component. The following information was provided by the initial reporter "  the locking injector (n40-o) became disconnected during a home infusion. When the patient tried pushing the n40-o and c35-o back together to continue the infusion the two pieces would not stay together."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.